Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter continued to display apply sample message when she was attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2017, on an unspecified time. The patient was unable/unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that on an unspecified time later that same day she developed symptoms of ¿shaky and almost passed out¿. The patient reported attending ER and was treated by an hcp with IV fluids. The patient denied using another device to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use and the patient was using the correct test strips. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.